Manufacturer narrative:
It was reported that the device was not working and therefore the user was "not able to use it for keeping my lungs clear". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device not functioning.